Event description:
It was reported via phone call, that the customer had air bubbles in their reservoir. Customer's blood glucose level was unknown. Troubleshooting occurred. Replacement insulin pump was request. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.